Event description:
A customer reported that their pump screen was not turning on and remained dark. The blood glucose level at the time the issue was noticed was 7.1 mmol/l, which is within the normal range. Technical support instructed the customer to ensure the pump was not plugged into a power source and to press the button firmly; however, this did not resolve the issue. The customer was then advised to connect the pump to a power source using known working charging supplies and pump turned on.